Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis. On an unreported date the patient was hospitalized. On (B)(6) 2010, before the start of antibiotic therapy a peritoneal effluent culture and analysis were performed. On the same day the patient was treated with remedial therapy consisting of refin (2 gm, twice daily, ip) and fortum (1.5 gm, twice daily, ip). The cause of the peritonitis was due to diarrhea. At the time of this report the patient was still hospitalized. It was unknown whether the peritonitis and diarrhea resolved. Dianeal pd2 ultrabag therapy was ongoing. The nurse state that the peritonitis was not related to the dianeal pd2 ultrabag therapy and did not provide a statement of causality for the diarrhea.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.